Event description:
Pt reported on (B)(6) 2020 that his auto injector for his copaxone has been malfunctioning. It happened twice where it does not injection the medication when he presses the button, but does it at a later time and sprays all the medication out, almost like the spring is getting stuck. Pt may have missed 2 doses due to this.